Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used. Found sensor whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the sensor was no electrode observed. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.